Event description:
Customer reported voteouts (a non-numeric result) for the white blood cell parameter and flagged nrbc (nucleated red blood cell) results when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the event. The fse removed and cleaned the 3 wbc (white blood cell) aperture housings and ordered new wbc apertures and housings, wbc bath, and grounding sleeves for follow up visit. On (B)(4) 2014, the fse replaced the parts and verified the instrument performance. (B)(4).